Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane, video controller pcb and systems interface pcb connections were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported freezing during testing. Additional information was received from the field service engineer confirming that the system exhibited an error during the boot process failed to boot up. No patient serious injury or death was reported related to this event.